Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had concerns with her device or therapy and did not receive assistance from her doctor or manufacturer representative. The patient did not ever see her doctor. The patient was asked if she had a catheter kink and the patient responded saying that they were the one who should know that. The patient still had pain by her pump site and, when she ended up in rochester for cellulitis, she had fluid at the pump site and in her stomach. The doctor removed it and put it in her back. The doctor didn't care and the patient was currently possibly seeking help because her surgery was on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Analysis of the catheter (B)(4) revealed a dark residue occlusion in the dispensing holes. Dark foreign material was seen in the most proximal of the dispensing holes. An occlusion was seen in the segment but the occlusion was able to be broken loose. After decontamination the dark foreign material was no longer in the dispensing holes. Also of note were abrasions on the catheter on each side of the anchor. The abrasions did not cause leaking during the pressure test which indicated they did not go deep enough to the inner lumen. Also, the catheter portion on the distal side of the pin connector was broken. Observations indicated that the catheter was likely broken off, then re-inserted back on to the pin connector but not correctly aligned with the tiny segment that remained on the pin connector. Finally, many areas of the catheter portion had foreign material on its surface. Analysis of the unknown returned catheter segment revealed a non-significant indent in the seal which did not affect infusion.

Event description:
It was reported that patient¿s pain control had been decreasing and the patient had been needing increase in dose so the healthcare provider (hcp) attempted a catheter dye study; however, the hcp could not aspirate the catheter. It was decided to replace the catheter. The replacement surgery took place on 2013 (B)(6). During the surgery, the catheter was unable to be aspirated. The holes of the catheter appeared to have been plugged. The device system delivered dilaudid, clonidine, fentanyl and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709 lot# j0058200r, implanted: 2001 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.